Manufacturer narrative:
Date sent: 10/03/2008. Information not available, device not returned for analysis.

Event description:
It was reported that during a gastric bypass, the device's tissue pad fell off. The tip fell into the patient and was removed. Another device was used to complete the case. There was no adverse consequence to the patient.